Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s connector and cartridge were pulled out when tubing caught, after which the user reinserted the insulin cartridge without performing a rewind and later attempted to insert the infusion set before completing the fill-tubing step. The user's blood glucose reaching 400 mg/dl before later decreasing to 155 mg/dl. The agent advised disconnecting and completing a full supply change, which addressed difficulty removing the connector and restored use. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure, and relevance of the cartridge plunger component during the rewind step. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.